Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient's legs became more and more swollen until they "busted open." The patient's first leg was amputated in 2011 and his second leg was amputated in 2012. Contradictory information also noted that the patient lost his legs without any symptoms. It was questioned if the medication in the pump caused the patient to lose his legs. It was reported that the patient had another type of medication in the pump prior to 2010 when gablofen was put in the pump. The patient had the same medication in his pump since 2011. The cause of the patient losing his legs and the relation to the pump therapy remains unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.